Event description:
It was reported that during the implant procedure, the device was being interrogated when it was discovered to have detections on and had delivered multiple shocks. The device was not implanted and another device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).